Event description:
We have been informed that during surgery, the phaco needle tip broke. The phaco needle was replaced. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
In regard to this product one disposable 2.8 mm 45° angled flared phaco needle was received for examination. The examination confirmed that the needle broke, but cause could not be determined. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is the most likely cause for the phaco needle to break during use. Since lack of irrigation may have various causes, including, but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor the failure could not be determined. Device history record did not reveal any deviations, and no similar complaints were reported for the batch. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined using failure mode as reported ph-needle-broken and all types of phaco needles (including reusable ones). It should be noted that not all cases occurred during use on patient. To determine the number of surgeries in which the reusable products were used is not straightforward, but it can be concluded that the number of surgeries performed with the products is greater than the number of products in the table above. The incident that is the subject of this case is included in the table above.

Event description:
We have been informed that during surgery, the phaco needle tip broke. The phaco needle was replaced. No report of patient/user harm. No report of prolonged or delayed surgery.